Manufacturer narrative:
H4: the lot was manufactured between august 9-10, 2023. H11: two (2) actual devices were received for evaluation. Visual inspection was performed and leakage was not easily identified by initial visual inspection on the returned samples. Functional leak testing were performed and a leak was identified from the spike port bonding area for both devices. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime in mid september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the outer port. This occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.